Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 584 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had nausea, confusion, abdominal pain, and was vomiting. Customer had an elevated white blood count. Customer was currently receiving treatment. Customer was wearing the pump at the time of the emergency room visit. Troubleshooting was performed and a no delivery alarm and low reservoir alert were found in the alarm history. Pump passed the high pressure and priming tests. Pump was working as designed. It was explained that the high blood glucose level may have been caused by a bent cannula and air bubbles in the tubing. Customer was advised to monitor the pump. No additional information provided.